Event description:
A report was received that a patient was experiencing dizziness, headaches, and nausea. The patient reported falling three times. The physician believes the symptoms are procedure related due to a postdural puncture. The patient was admitted to the hospital and the physician performed a blood patch on the patient. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.